Manufacturer narrative:
Occupation is patient/consumer. The patient's meter and test strips were requested and provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr qc 2: 3.0 inr qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. The first four drops of blood were discarded during the venous collection. The patient's lovenox (enoxaparin sodium - nm heparin) dosage/concentration was not provided. Product labeling states: "testing has confirmed that pt/inr test results are not affected by: heparin concentrations up to 0.8 u/ml". On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(4), compared to a laboratory result using a stago evolution analyzer and stago reagent. At 12:45 pm the meter result was 5.0 inr. The meter memory also showed a meter result of 5.0 inr at 1:11 pm. At 1:11 pm the laboratory result was 3.3 inr. The patient's therapeutic range is 2-3 inr.